Manufacturer narrative:
This report is submitted on april 10, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed an infection at the implant site post-implantation and subsequently was treated with oral antibiotics (date not reported).